Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient, coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On (B)(6) 2011, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial treatment with vancomycin and gentamicin. At the time of the report, the peritonitis was resolving. The dianeal and extraneal therapies were ongoing, as was remedial treatment with vancomycin and gentamicin. The nurse stated that the peritonitis was not related to the dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter, a batch review was not performed. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr number (B)(4).